Event description:
On march 24th, the user contacted dario to report high blood glucose (bg) readings. The user reported receiving from his dario meter bg readings that were 50 mg/dl to 60 mg/dl higher than the readings that he received when using his cgm. Due to the above, the user purchased a non-dario meter, which he tested with and reported that he received bg readings that were 15 mg/dl to 20 mg/dl different than the readings that he received from his cgm.

Manufacturer narrative:
While handling this complaint, it was determined that the user was using an unsupported phone, which is not compatible with the dario meter. Dario's user guide states in the section compatible platforms with the dario blood glucose monitoring system: "using the dario glucose meter with unsupported devices or operating system versions may affect proper operation". While on the phone with dario's representative, the user reported receiving from his dario meter a bg reading of 125 mg/dl or 135 mg/dl compared to a reading of 85 mg/dl which he received from his cgm. The user reported receiving a bg reading of 105 mg/dl from his non-dario meter that he had purchased. A replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, an attempt to follow up with the user was made, however, the user stated that he was unable to troubleshoot at that time and requested that dario's representative to follow-up with him at a later date. This case is still in progress. If additional information is obtained, a follow-up report will be submitted. There is not enough information available to further investigate this case. Therefore, no resolution is available.